Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unknown. Vessel morphology, moderately tortuous with no calcification. It was reported that the physician inadvertently pressed the quick disconnect button prior to the complete deployment of the stent graft. The stent graft deployed; however the angiogram demonstrated that the stent graft moved covering the left renal artery. The physician was unable to successfully pull down the stent graft. The patient will be monitored. No additional clinical sequelae were reported and the patient is reported to be fine.